Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing planned, non-emergency treatment. The issue occurred at the start of the procedure, which was delayed and later completed by moving the patient to another system. The philips remote service engineer (rse) inspected the system remotely, checked the system log files, and found no errors. To resolve the issue, the rse guided the customer to restart the system. After restarting, the system was returned to good working order. The codes were updated based on the investigation outcome.